Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
Pump displayed tx error. Event date ¿ (B)(6) 2020. How long has the tx been in use? (B)(6) 2020 (14 days). Did customer use tx more than 3 months? No. Tx ID/sn - (B)(4). Is tx in warranty? Yes. Customer's current weight - (B)(6) lbs. Is customer using dexcom mobile app? Yes. Resolution - tx within warranty. Cts returned and replaced the tx and include 3 sensors lost to the tx issue while self-troubleshooting and troubleshooting with dexcom. Caller does not have a spare tx and requested expedited shipping for replacements. Cts to created expedited order for supplies and created RMA for tx return kit.